Manufacturer narrative:
D10 concomitant devices: 620-00-02 - platelet rich plasma kit with spray tips (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10 (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 620-00-02 - platelet rich plasma kit with spray tips (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 300-30-10 - equinoxe preserve stem 10mm (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 620-12-02 - accelerate prp 60 ml & acd-a (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 319-01-32 - steinmann pin sterile 3.2mm x 178mm (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-08-42 - glenosphere exp 42mm +4mm offset (B)(6) 321-52-07 - 3.2mm drill bit sterile (B)(6) 320-15-01 - eq rev glenoid plate (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's right knee was revised. Surgeon stated this liner had disassociated. Revision components included; +10mm adapter tray, torque screw, and 42mm humeral liner +2.5mm. Patient was last known to be in stable condition following the event.